Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct charging cable and wall adapter, and trying a different wall adapter and cable did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump under warranty and advised the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was informed about the replacement process, including the instructions to deplete the current pump's battery and return it using the provided materials.